Manufacturer narrative:
Result: snap ring on fowler clutch, motion interrupt pan.

Event description:
It was reported by service report that the fowler was drifting and the motion interrupt pan was damaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.